Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain, migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Injury nos was replaced with migration ,psychological injury, pain, bleeding, added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, the coil from the right fallopian tube had migrated to the endometrial canal') and uterine perforation ('the tip of this does appear to project beyond the serosal surface of the uterine fundus') in an adult female patient who had essure (batch no: a20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, depression, hypertension, urine odor foul, irregular menstruation, uterine enlargement, abdominal pain, ovarian cyst, adenomyosis, endometriosis, kidney stone, perineal pain, wisdom teeth removal, cyst removal, cholecystectomy, skin operation, lithotripsy, gastric banding, gastric bypass, umbilical hernia repair, dyspareunia, amenorrhea, gastric ulcer, gastroesophageal reflux disease, cervix inflammation and leiomyoma of uterus, unspecified. Previously administered products included for an unreported indication: tromethamine and ketorolac. Concomitant products included finasteride (procare), levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with citalopram, hydrochlorothiazide; lisinopril (lisinopril and hydrochlorothiazide), omeprazole and surgery (hysterectomy (full) bilateral salpingectomy and robot-assisted total laparoscopic hysterectomy, bilateral sloping oophorectomy, cystourethroscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, uterine perforation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, migration. Trailing coils: left- 4-6 coils, right: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: the right essure coil is identified within the endometrial canal. Essure coil appears to extend near the internal cervical os. Otherwise, there is normal opacification of the endometrial canal and no filling defects are identified. The left essure coil is in good position and the left fallopian tube is occluded. There is mild opacification of the right fallopian tube seen throughout the length of the tube, however, there is a long segment of significant stenosis of the tube. No definite free spill is identified. Subsequent post-procedure ap radiograph of the pelvis demonstrated that questioned areas of contrast were secondary to leakage of contrast under the table. No other significant findings.; on (B)(6) 2013: the coil from the right fallopian tube had migrated to the endometrial canal and there was residual patency of the right fallopian tube.. Lot number: a20054, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, the coil from the right fallopian tube had migrated to the endometrial canal') and uterine perforation ('the tip of this does appear to project beyond the serosal surface of the uterine fundus') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, depression, hypertension, urine odor foul, irregular menstruation, uterine enlargement, abdominal pain, ovarian cyst, adenomyosis, endometriosis, kidney stone, perineal pain, wisdom teeth removal, cyst removal, cholecystectomy, skin operation, lithotripsy, gastric banding, gastric bypass, umbilical hernia repair, dyspareunia, amenorrhea, gastric ulcer, gastroesophageal reflux disease, cervix inflammation and leiomyoma of uterus, unspecified. Previously administered products included for an unreported indication: tromethamine and ketorolac. Concomitant products included finasteride (procare), levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with citalopram, hydrochlorothiazide;lisinopril (lisinopril and hydrochlorothiazide), omeprazole and surgery (hysterectomy (full) bilateral salphingectomy and robot-assisted total laparoscopic hysterectomy, bilateral sloping oophorectomy, cystourethroscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, uterine perforation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain,migration. Trailing coils: left- 4-6 coils, right: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: the right essure coil is identified within the endometrial canal. Essure coil appears to extend near the internal cervical os. Otherwise, there is normal opacification of the endometrial canal and no filling defects are identified. The left essure coil is in good position and the left fallopian tube is occluded. There is mild opacification of the right fallopian tube seen throughout the length of the tube, however, there is a long segment of significant stenosis of the tube. No definite free spill is identified. Subsequent post-procedure ap radiograph of the pelvis demonstrated that questioned areas of contrast were secondary to leakage of contrast under the table. No other significant findings. On (B)(6) 2013: the coil from the right fallopian tube had migrated to the endometrial canal and there was residual patency of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information, patient dob, race, medical history, concomitant and treatment medications added. Event: the tip of this does appear to project beyond the serosal surface of the uterine fundus and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.